Event description:
A product liability claim was raised out of the use of a durom us acetabular component. It has been reported that the patient received a durom us acetabular component 54/48 n on the right side on (B)(6) 2007 and underwent revision surgery on (B)(6) 2010 due to loosening and fluid around the implant.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).